Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. Possible causes of the reported issue include insufficient torque applied when locking the screw, poor bone quality, lack of bi-cortical purchase, or the use of a monoaxial screw instead of polyaxial screw. However, the cause of the reported issue is unknown.

Event description:
It was reported that one of the screws in the dr plate has backed out post-operatively.